Event description:
It was reported that during generator change procedure, insulation damage was noted on patient's atrial lead. The lead was repaired using medical adhesive during procedure on (B)(6) 2023. The patient was stable.